Event description:
While in use on a patient, the pump begins alarming "replace the battery" and continues to alarm until the pump is removed from the patient. Over 110 pumps have had this error and some of them multiple times even after the battery has been replaced. It does not matter what type of battery is in the device, all of the batteries from different manufactures have produced the same error.

Event description:
While in use on a patient, the pump begins alarming "replace the battery" and continues to alarm until the pump is removed from the patient. Over 110 pumps have had this error and some of them multiple times even after the battery has been replaced. It does not matter what type of battery is in the device, all of the batteries from different manufactures have produced the same error.